Manufacturer narrative:
Pc-(B)(4). Batch # v9599a. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Upon visual analysis of the returned sample, it was determined the el5ml device was received with no apparent damage. In addition, one clip with gap was observed inside of the shipping bag. In an attempt to replicate the reported incident, the device was tested for functionality. Upon firing of the device, three partially formed clips and a conforming clip were fed due to an anti-backup failure. In addition, the lockout mechanism was found to be non-functional. In order to evaluate the device¿s internal components, the instrument was disassembled. Upon disassembly of the device, the ratchet pawl was found out of position, causing the anti-backup and lockout failures. No conclusion could be reached regarding what may have caused this condition. The device fired without any difficulties noted. Although no conclusion could be reached regarding the cause of the reported event, the instructions for use contain the following: "caution: insert the clip applier through an appropriately-sized trocar. The empty jaws will passively collapse as they are inserted through a 5mm trocar and reopen when completely through the trocar. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Prior to loading a clip in the jaws and firing the instrument: ensure that the jaws are fully open by verifying that the line of demarcation between the jaws and the instrument shaft is past the distal end of the trocar cannula. Prior to positioning the jaws around the tubular structure or vessel, load a clip into the jaws by partially squeezing the trigger in a smooth continuous motion for approximately one-third of the total firing stroke. Position the jaws with the preloaded clip completely around the tubular structure or vessel to be ligated. The structure to be ligated should be positioned against the apex of the clip." As part of our quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, two clips were overlapped and fed into the jaws. It seemed jamming occurred. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.